Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2019 at 15:06:15 through (B)(6) 2019 at 12:25:43. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No low flow alarms were captured throughout the log file. The submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27mar2020. The heartmate 3 lvas IFU, rev. C, is currently available. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient have severe dizziness and 1 low flow alarm. The patient had a computed tomography angiography (cta) chest done on (B)(6) 2019. Aorta mild atherosclerotic disease of the thoracic aorta. The lvad device is appropriately positioned with patent outflow tract. Focal kink but no narrowing of the lvad outflow tract, no narrowing at the anastomosis. No thrombus visualized in the left atrial appendage. Severe coronary calcifications were observed. In patient's cardiac chamber the patient had left atrial enlargement. Pericardium was within normal limits.